Event description:
Reportedly, on (B)(6) 2013 the subject ICD was implanted as a replacement of another with the same set of leads. During the last follow up performed on february (B)(6) 2014 and after almost one year of implantation, the subject ICD was found in recommended replacement time (rrt). It was explanted on february (B)(6) 2014 and will be returned for analysis. Another ICD was implanted. The physician would like to have an analysis of the device to know the reason of this premature discharge of battery.

Manufacturer narrative:
The device model involved in this MDR report is not approved in the u.s.; however, it is similar to paradym rf crt models approved under (B)(4). This emdr was not sent within 30 days because of unexpected delays incurred when applying for our FDA esg as2 production system account. This emdr has been sent shortly after our production system approval.

Event description:
Reportedly, on (B)(6) 2013 the subject ICD was implanted as a replacement of another with the same set of leads. During the last follow up performed on (B)(6) 2014 and after almost one year of implantation, the subject ICD was found in recommended replacement time (rrt). It was explanted on (B)(6) 2014 and will be returned for analysis. Another ICD was implanted. The physician would like to have an analysis of the device to know the reason of this premature discharge of battery.

Manufacturer narrative:
Preliminary analysis of the returned device confirmed it operated as specified.

Event description:
Reportedly, on (B)(6), 2013 the subject ICD was implanted as a replacement of another with the same set of leads. During the last follow up performed on (B)(6), 2014 and after almost one year of implantation, the subject ICD was found in recommended replacement time (rrt). It was explanted on (B)(6), 2014 and will be returned for analysis. Another ICD was implanted. The physician would like to have an analysis of the device to know the reason of this premature discharge of battery.

Event description:
Reportedly, on (B)(6) 2013, the subject ICD was implanted as a replacement of another with the same set of leads. During the last follow up performed on (B)(6) 2014 and after almost one year of implantation, the subject ICD was found in recommended replacement time (rrt). It was explanted on (B)(6) 2014 and will be returned for analysis. Another ICD was implanted. The physician would like to have an analysis of the device to know the reason of this premature discharge of battery.